Event description:
It was reported that the customer was having "issues" loading a cartridge onto the pump. The customer's blood glucose level ranged from 108-127 mg/dl. Customer declined to troubleshoot with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.